Manufacturer narrative:
Medical device problem code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the upper gastro intestinal (gi) tract (specific location was unknown) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, they were able to deploy the first band successfully; however, when they deployed again, the third band deployed instead of the second band. It was reported that the third band did not deploy successfully into the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.